Event description:
Customer reported an incident of hypoglycemia requiring professional medical treatment at a time when she attempted, was unable to use her advantage/voicemate system, due to no power. A request was made for the return of the system and a replacement was sent.